Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01123 for a description of the first device. It was reported to boston scientific corporation that a solyx sis system was used during an uphold / solyx procedure. According to the complainant, immediately post procedure, the patient presented with retention. The patient had difficulty voiding for six days and was catheterized for this for this period. After this time, the catheter was removed and patient was continent.

Manufacturer narrative:
Additional information was received from the complainant on march 17, 2010. It was reported that an anterior repair and sling placement procedure were performed on (B)(6) 2010. The patient presented with urinary retention, after the procedure, on (B)(6) 2010 and was hospitalized for one day. (B)(6). The solyx sis system was used for the first time, not resterilized, and not used past its expiration date. The patient was hospitalized for one day, but was not prescribed any medication. The retention has resolved.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01123. For a description of the second device. It was reported to boston scientific corporation that a solyx sis system was used during an uphold / solyx procedure. According to the complainant, immediately post procedure, the patient presented with retention. The patient had difficulty voiding for six days and was catheterized for this for this period. After this time, the catheter was removed and patient was continent.